Event description:
It was reported that (1) hp052 was used during a laparoscopic colon procedure. It was reported by the rep that this handpiece has been experiencing "chronic tone out". Opened another device to complete the case. There was no consequence to patient.